Event description:
Medtronic received additional information: the subarachnoid hemorrhage (sah) was present at baseline. No additional medical intervention was required to treat the sah. No patient injury occurred. A continuous flush was used during the procedure.

Manufacturer narrative:
The axium prime coil and instant detacher were returned. The axium prime coil and instant detacher were decontaminated. The axium prime pushwire actuator interface was found bent and detached (loose) from within the coupler tube. The axium prime pushwire was found broken between the load and break indicators. In addition, the pushwire was found broken at the break indicator at the manual detachment location (via hypotube). The release wire was found completely pulled out from the axium prime pushwire distal segment. No breaks or separations were found with the release wire. The coin was found visually acceptable with no signs of damage. The coin width was measured and found to be within specifications. Under the microscope, the shield coil was found in good condition. There was no implant at the distal end of the pushwire, it has been detached and there are no pieces of the implant remaining. It was reported the implant coil remains within the patient. The shield coil was stretched and trimmed off to access the retainer ring. The inner diameter of the retainer ring appears to be ovalized. The retainer ring inner diameter was measured to be within specification. As the retainer ring appears to be damaged (ovalized) the inner diameter could not be reliably measured. The outer jacket was then removed. The inner diameter of the lumen stop appears to be ovalized. As the lumen stop appears to be damaged, the inner diameter could not be reliably measured. Articulation and liveliness tests could not be performed given there is no implant or no release wire in place. Visual inspection of the assembled instant detacher showed no defects. An in-house axium prime coil and an in-house concerto coil were then selected for detachment testing with the instant detacher. No difficulties were experienced, and the implant coils were successfully detached on the first attempt. During evaluation, the instant detacher was taken apart to evaluate the components. All components appeared to be normal. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿premature detach from non-detach¿ was confirmed. The implant coil was found detached and the pushwire was found broken. There appears to have been an attempt to detach the implant utilizing the instant detacher and the manual detachment method. There is evidence that the instant detacher was used to engaged or pulled on the actuator interface. As the lumen stop was found damaged it is possible that the release wire coin became jammed into the lumen stop leading to the difficulty during the detachment attempts. However, the cause for the damage to the lumen stop could not be determined. No defect was found with the returned instant detacher that would have contributed to the event. The returned instant detacher was used to successfully detach two in-house coils. As the implant coil was not returned any contributing factors could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the coiling embolization, the framing coil failed to detach despite 4 attempts with the instant detacher. A new instant detacher was used and 3 attempts were made but without success. Manual detachment was then attempted, the break indicator was broken, and the exposed release wire was pulled about 30 cm, but no matter how long it passed, the coil was not detached, and only the release wire continued to be pulled, so the microcatheter was slightly pushed and pulled to try to detach the coil, but it failed. It was given up, and the balloon was inflated at the distal end of the aneurysm to prevent the coil from being separated as much as possible, and the coil was retracted in the microcatheter, and when trying to remove the wire, the inflated balloon pressed the tip of the microcatheter slightly, and the coil was detached. The aneurysm was in the right internal carotid-posterior communicating artery (ic-pc) and a subarachnoid hemorrhage (sah) had occurred. The 9f optimo was used as guiding catheter, but because of the strong tortuosity, it could not be advanced with a normal radifocus 35 "wire, and it was very difficult to advance the guiding catheter using a surf wire. Balloon assist technique with shouryu 4 * 15 was performed, and tactics was used as an intermediate catheter, and sl10 was approached into the aneurysm, and coiling was started. This event occurred during the treatment of a downward aneurysm of right ic-pc, ruptured, saccular, aneurysm. The max diameter was 4.5 mm with a neck of 3.3 mm. The vessel anatomy was severe in tortuosity, and the blood flow was slow.